Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant downstream occlusion' which was verified through a review of the event history log by the presence of 'downstream occlusion!' Messages and reproduced during service. The cause was determined to be an out of specification downstream sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.